Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 32.7cm to 32.9cm and 36.8cm to 37.1cm from the connector pin. The abrasion was consistent with friction to the device can.